Event description:
Paramedics responded to a person with chest pains and difficulty breathing. The device was connected to the pt with ECG leads and disposable defibrillation/ECG electrodes. Medical authority authorized a cardioversion at 100 joules. According to the reporter, the device alarmed "connect cable" and would not deliver energy to the pt. A backup device was called for and used successfully and the pt was transported to the hospital.